Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple drawer failure issues had occurred, particularly with drawer four, which was completely off the bus. Despite the control boards indicating functionality, none of the cubies were showing on the virtual map. A field service engineer replaced both the module controller and the drawer controller for drawer four-one. Additionally, the retractor band was replaced due to physical scuffing on the cable, even though it had appeared to be communicating properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer had failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.